Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation.

Event description:
It was reported that after placed on the patient, the blue connector (y-site) leaked during flush

Event description:
It was reported that after placed on the patient, the blue connector (y-site) leaked during flush.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and the cause appears to be supplier related. One 20 ga x 0.75 in safestep infusion set w/ y-site was returned for investigation. Use residue was observed. The sample was flushed through the proximal luer connector with water using a 12 ml syringe and a spraying leak was observed at the blue valve. Microscopic observation of the blue valve surface revealed no apparent physical damage. The hub was disassembled and the blue valve portion was removed from the white housing. Microscopic observation of the blue valve revealed an indentation on the surface area that creates the seal with the white housing. Since the indent observed on the blue valve is a likely contributing factor to the leak in the valve and no apparent physical damage was observed on the outer surface, the complaint is confirmed and likely to be supplier related. The supplier has been notified of this event. A lot history review cannot be performed as the lot number provided by the complainant was not valid.